Manufacturer narrative:
Additional information received: the product was returned for inspection.   Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.     Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure, the 120 cm. Outback elite re-entry catheter was removed from the patient and the distal tip was noted to be frayed. It did not affect the performance of the catheter nor did it cause any injury to the patient. The device was never reinserted to the patient once fraying was noticed. The product will be returned for inspection. Additional information received indicated that the approach for the procedure was the right femoral artery/contralateral. The target lesion was the left superficial femoral artery (sfa). The lesion was reported to be: a chronic total occlusion (cto), heavily calcified and small. There was no other reported product issue during the procedure, the only issue was the size of the patient¿s arteries being small. There was no problem tracking the device to the target lesion. There was no lesion/possible embolization. The procedure was completed successfully without patient injury by gaining access and crossing via a pedal stick. A guidewire was advanced and the catheter was removed successfully. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. No additional information is available.

Manufacturer narrative:
As reported, during an interventional endovascular procedure, the 120 cm. Outback elite re-entry catheter was removed from the patient and the distal tip was noted to be frayed. It did not affect the performance of the catheter nor did it cause any injury to the patient. The device was never reinserted to the patient once fraying was noticed. The product will be returned for inspection. Additional information received indicated that the approach for the procedure was the right femoral artery/contralateral. The target lesion was the left superficial femoral artery (sfa). The lesion was reported to be a chronic total occlusion (cto) which was heavily calcified and small. There was no other reported product issue during the procedure. The only issue was the size of the patient¿s arteries being small. There was no problem tracking the device to the target lesion. There was no lesion/possible embolization. The procedure was completed successfully without patient injury by gaining access and crossing via a pedal stick. A guidewire was advanced and the catheter was removed successfully. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. No additional information is available. One non-sterile outback elite 120cm re-entry was received coiled inside a plastic bag. Per visual analysis, frayed edges were noted on the junction of the nosecone and the outer body at the catheter tip/distal end. Also, one kinked condition was observed on the catheter body at 2.5 cm from the distal end. No other damages/anomalies were observed. The functionality of the unit was performed successfully, despite the kinked condition. The handle was actuated and the needle was deployed and retracted as expected. Review of lot 17555549 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  The complaint reported by the customer as ¿catheter tip/distal tip- frayed/split/torn - in patient¿ was confirmed due to the condition in which the product was received for analysis. The exact cause of the failure reported by the customer as well as the kinked condition found could not be conclusively determined. Procedural and/or handling factors process may have been contributed to the frayed and kinked conditions. According to the products instructions for use, users are cautioned that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Furthermore, excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked. Neither the device history record review results nor the product analysis suggest that these conditions are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.